Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The customer also states that air bubble occurred after 10 to 12 hours. The customer's blood glucose level was 136 mg/deal at the time of the incident. Customer states that insulin was stored at room temperature. Customer was performed high pressure test for leaks and the no leak detected. The reservoir will not be returned for analysis.